Event description:
(B)(4).

Manufacturer narrative:
(B)(4). It was determined the trocar was reprocessed. The complaint has been voided.

Manufacturer narrative:
At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.